Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient reported the skin was red, damaged and itched at the sensor patch site. The patient was evaluated the hospital on (B)(6) 2020, however, no specifics were provided concerning medical intervention. No additional patient or event information is available.